Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, undersensing issue was observed. The device was already programmed to the max sensitivity and it appeared to be an issue with tissue interface. Physician has an option of pocket revision however physician opted to continue to monitor at this time. Patient had no consequences and was stable.

Event description:
New information received notes inappropriate pauses due to undersensing were once more observed. Programming changes to maximum sensitivity had previously been made. The possibility of increasing the electrocardiogram (egm) storage was discussed as the patient had a history of palpitations and there were missed events due to the short egm storage duration. No further information was available.

Event description:
New information received notes no additional programming changes were made. The patient was being monitored and remained stable.